Event description:
The user reported to the distributor that they placed the 110-4hm subdural instead of inserting into the ventrical and afixing with bolt. One the third day from insertion of catheter it was noted the mpm-1 monitor did not recognize the catheter. A 110-g catheter ( subdural catheter ) was not available at the time of insertion. The surgeon wanted to monitor intracranial pressure in the subdural space. The 110-4hm was affixed to the patient's scalp with thread suture. The catheter zeroed without difficulty. Once the catheter was replaced, the problem resolved. A new burr hole was dirlled on the opposite side of the patient's scalp and correct moitoring was achieved. No patient injury was reported.